Manufacturer narrative:
(B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed and it is not possible observe the defect reported. Thus was not possible confirm the complaint or define a root cause to the occurrence. Investigation conclusion: bd was not able to confirm/reproduce the incident in question. Samples/photos analysis: the sample provided by the customer was evaluated and leakage test according bd specifications was performed and it is not possible observe the defect reported. Root cause description: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on sample evaluation and performed test it was not possible confirm the reported defect.

Event description:
It was reported that bd solomed¿ 5ml syringe with needle leakage occurred between the needle and syringe when trying to aspirate the drug to prepare the mix. There was no exposure of blood to the skin. The drug used was gh hormone.